Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented to the ER with torsades. The physician suspected that the device did not deliver therapy and external defibrillation was used. The patient went into a comatose state. The device was then interrogated and found to be in back-up vvi. It was later reported that the patient expired.